Event description:
It was reported that this right atrial (ra) lead was part of a lead erosion with possible infection. Reportedly, the wire was sticking out under the skin and causing soreness. There was no additional adverse patient effects were reported. This ra lead was explanted.